Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-apr-2026, a sales representative reported via (B)(4) that the ar-3636 knotless 1.8 fibertak experienced when the anchor deployed and set, and when converting by tugging, the anchor would come apart. This issue was discovered during a case with no patient harm.